Event description:
It was reported that a shaft break occurred. The patient was undergoing a percutaneous coronary intervention. A 2.5mm x 15mm emerge¿ balloon catheter was selected to dilate the lesion. While advancing the emerge, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. The balloon was tightly folded. The device was received in three pieces. The hypotube shaft was completely separated 69.5cm from the hub. There was also an 11cm section of the hypotube that had separated from the device. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient was undergoing a percutaneous coronary intervention. A 2.5mm x 15mm emerge balloon catheter was selected to dilate the lesion. While advancing the emerge, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.